Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which was included in the shortened replacement window advisory (B)(6) 2007 population product advisory was initially communicated on (B)(6) 2007, triggered elective replacement indicator (eri) via charge time measurements. The current battery voltage measured at 2.65 volts with a charge time measurement of 25.6 seconds. To date, no adverse patient effects were reported with this clinical observation.